Event description:
A tmj revision surgery was reported.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available

Manufacturer narrative:
(B)(4). The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(6) study (B)(6), which was reported as expected to the (B)(6) studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, according to the surgeon¿s notes, the patient started with persistent and increasing pain shortly after the surgery that lasted 3 years. The surgeon described the posterior flange of the fossa component causing pressure on the external ear canal. Although the patient had the smallest available fossa size implanted, there is a possibility of placing the device ¿too far back,¿ creating an impingement of the auditory canal that explains the early onset of pain after the implantation surgery. The absence of other inflammatory signs around the implant area, the ¿no specific findings¿ reported in the pathology result, and the wear pattern observed on the articular surface supports a normal relationship between the condylar head and the articulating surface. The positioning of the fossa component causing ¿pressure of the flange against the external ear canal¿ may explain the pain experienced by the patient after the surgery leading to explantation. A review of the device history records show the lot released with no recorded anomaly or deviation.